Manufacturer narrative:
Tiger aesthetics medical complaint # (B)(4). Device evaluation: d6b, d9, g3, g6, h2, h3, h6, h10. Tiger aesthetics medical received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with debris/tissue adhered to the shell, indentation, balding of textured shell surface on the anterior surface, and moderate yellowing. The device weighed 353.5 grams. No additional observations. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Additional information: h6. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Correction: b5.

Event description:
Left-side suspected rupture, bilateral capsular contracture, baker grade 3, left side and left-side gel fracture. Capsular contracture and gel fracture date of event: 09/25/2025.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side suspected rupture.